Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient's ipg failed to communicate with external devices post implant procedure. Multiple attempts to troubleshoot was tried to no avail. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Corrected data: device information was unintendedly excluded in the initial report. This report contains missing information.